Event description:
Distributor reported that during an angiogram procedure, the physician drew contrast into the control syringe and noticed air in the manifold. When he attempted to disconnect the syringe from the manifold, the male stem of the syringe snapped off in the female luer lock of the manifold. Both devices were discarded. There was no air injection or pt injury.

Manufacturer narrative:
The device history records for the reported manifold lot were reviewed and appear normal. No quality related issues or mfg related deficiencies wre noted at the time of manufacture. As the device was disposed of by the end user, no failure analysis was conducted and the root cause of the reported issue is unable to be determined. All manifolds are subjected to multiple inspections during various phases of the production process. The reported event is not occurring more frequently or with greater severity than is usual for the device.